Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the insulin pump shut off and when it came on again, the device alarmed with a battery out limit. Customer's blood glucose was 421 mg/dl. At the time of this report, customer's blood glucose was 244 mg/dl. Following a battery change, the issue continued. It was advised a new battery cap would be sent out. The phone call was dropped and the insulin pump will not be returning for analysis.